Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a regarding a patient who was implanted with a neurostimulator. It was reported that the patient had been implanted on (B)(6) 2017. The patient had been charging their implant on (B)(6) 2017 when the charging stopped and showed ¿software problem can not continue¿ and said to call the manufacturer. The consumer removed the battery pack and put it back in. After that, the patient was able to power back on and restart an active charging session. There were no patient symptoms associated with this event. Additional information showed that on the screen the following showed indicating (line number, file name, and screen number): 1) name of the system 2)3.0 3)243 4) 2f-por. It was confirmed that the patient had been using the battery pack in the controller. It was stated that the serial number of the implantable neurostimulator (ins) could not be confirmed during the call because the external neurostimulator was frozen. The ens being frozen did not seem to fit with the reported information as the consumer had been using the controller during the call with patient services. It was reported that there was no unexpected controller behavior at the time of the error message as the controller was being used to charge the ins. The controller had not been plugged into the wall at that time.